Event description:
It has been reported to philips that the system was unable to produce x-rays. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Based on the additional information received, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) performed an onsite inspection and confirmed that the system was unable to produce x rays. Upon further troubleshooting, the fse determined that the issue occurred because the user had not enabled the x ray button. The fse advised the user to enable the button. After enabling the x ray button, the system was restored to normal operation and was confirmed to be functioning properly. At the time the complaint was initially received, there was insufficient information to rule out a potential product malfunction that could lead to death or serious injury upon recurrence; therefore, the complaint was reported. Subsequently, additional information was obtained, which confirmed that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The inability of the system to produce x rays was attributed to user oversight in not enabling the x ray button. Based on the investigation results, philips has concluded that this complaint is not reportable. The codes were updated based on the investigation outcome.